Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection: one end of the graft was trimmed and formed a cuff like shape. A small section of the graft at the cuff was removed. It is unknown if there were any tears and/or rips in graft in the removed section as it was not returned for evaluation. The other end of the graft appeared to have been trimmed circumferentially. Suture holes were identified on the cuff end of the graft. No sutures remained in the suture holes. No rips or tears were identified at the suture holes. No rips or tears were identified along the graft. Functional/performance evaluation: a functional/performance evaluation was not conducted. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images/photos were not provided; therefore, a review could not be performed. Conclusion: the segment of the graft was returned for evaluation. The complaint investigation is inconclusive as the original conditions of use could not be recreated and it is unknown if the returned portion of the graft is representative or the reported issue of torn material. However, no rips or tears were identified on the returned segment of the graft. It is unknown if patient and/or procedural issues contributed to the reported event. Based on the available information, the definitive root cause is unknown. Labeling review: the current instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
A further clinical review of the event details was completed and a change in the MDR reportability was identified. No medical records or no medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a vascular graft implant, the graft tore at the sutures of the anastomosis of the artery to the vein. The segment of the graft that included the suture tears was removed and the graft was re-sutured at the anastomosis to complete the procedure. There was no reported patient injury.